Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient reported ineffective stimulation. The sjm rep met with the patient and reprogramming was able to resolve the issue. It was reported, the patient had ineffective stimulation again. The physician had an x-ray taken which showed the lead to be in the same position. Additional reprogramming was unable to resolve the issue. It was reported the patient had requested to have the scs system removed. The physician planned to undertake surgical intervention at a future date.